Event description:
A report was received that the patient¿s pocket site was uncomfortable and possibly tilted. The patient underwent a revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively.